Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: initially it was reported that at type 1b endoleak was discovered after cook grafts were implanted. However, after additional information was provided and imaging reviewed for the investigation, it was determined that the zenith flex with spiral-z technology aaa endovascular graft iliac leg, placed on the right, most distal, ipsilateral side occluded after the procedure. The patient was not prescribed any regimen of anticoagulant or antiplatelet medication before the index fevar procedure. The patient underwent the fevar procedure on (B)(6) 2026. A cook representative was present for the procedure. At the end of the procedure, physicians noticed a type 1b endoleak and performed a control-scan afterwards. Troubleshooting was completed and identified the zsle limb was not introduced in the contralateral limb of the bifurcated component and a reintervention was necessary. The activated clotting time during the procedure is unknown. In the meantime, both limbs in the iliac arteries occluded. During the hours following the fenestrated endovascular aortic repair (fevar) and the reintervention to explant the patient death occurred. The patient date of death was (B)(6) 2026. The vascular department head physician indicated that a mesentery hematoma was probably another event that occurred during the procedure that resulted in death. This was due to physician unintended action when canulating the superior mesenteric artery (sma). An imaging review was completed for the investigation. The imaging review indicated that an occlusion of the zsle-20-90-zt (placed on the left, contralateral side) and zsle-11-90-zt (placed on the right, ipsilateral side) was confirmed. Both of the legs were implanted outside its respective gate. The zsle-11-56-zt was placed on the right ipsilateral side downstream from the zsle-11-90-zt. The imaging review indicated that an occlusion of the zsle-11-56-zt placed most distally on the right, ipsilateral side occurred. The focus of this report is the zenith flex with spiral-z technology aaa endovascular graft iliac leg, rpn: zsle-11-56-zt, placed most distal on the ipsilateral (right) side occluded during the procedure. Reviews of documentation including the complaint history, drawing, device history record (DHR), quality control procedures, specifications, manufacturing instructions (mi), and instructions for use (IFU) were conducted during the investigation. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed no recorded non-conformances relevant to the failure mode. A complaint history search identified no other events reported for the related failure mode. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. The complaint device was not returned; therefore, no physical examinations could be performed. However, imaging was provided and was reviewed by a vascular surgeon. Cook also reviewed product labeling. The product IFU lists thrombus/occlusion as a potential adverse event that may occur and/or require intervention. Based on the information provided, inspection of the returned device, and the results of the investigation, it was determined that unintentional user error was a contributing factor to this failure mode. The image reviewer noted ¿the right zsle-11-90 was implanted outside the ipsilateral gate and occluded.¿ additionally, it was noted ¿the downstream zsle-11-56 was in turn occluded.¿ the IFU for the complaint device states ¿inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. Additionally, the IFU for the aaa-dist-body-inverted-leg further states ¿cook medical recommends interfacing devices have at least a 2mm interference fit and a two-stent overlap.¿

Event description:
An imaging review was completed for the investigation. The imaging review indicated that an occlusion of the zsle-20-90-zt (placed on the left, contralateral side) and zsle-11-90-zt (placed on the right, ipsilateral side) was confirmed. Both of the legs were implanted outside its respective gate. The zsle-11-56-zt was placed on the right ipsilateral side downstream from the zsle-11-90-zt. The imaging review indicated that an occlusion of the zsle-11-56-zt placed most distally on the right, ipsilateral side occurred. The focus of this complaint is now the zenith flex with spiral-z technology aaa endovascular graft iliac leg, rpn: zsle-56-zt placed most distally on the right ipsilateral side that occluded after placement. Additional reports for this patient have been submitted under MDR report numbers 1820334-2026-00206 and 1820334-2026-00205.

Manufacturer narrative:
Correctioncorrection: b2, date of death. B5, e1 (first name, last name, e-mail), e3, d4 (catalog number, lot number, expiration date, UDI), h4. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
H3: device evaluated by mfg? The device will not be returned to the manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the iliac leg grafts placed in a fenestrated endovascular repair (fevar) procedure clotted off during reintervention. Initially it was reported that a type 1b endoleak was present at the conclusion of a fevar procedure, where cook grafts were placed. The patient underwent the fevar procedure on (B)(6) 2026. A cook representative was present for the procedure. At the end of the procedure, physicians noticed a type 1b endoleak and performed a control-scan afterwards. Troubleshooting was completed and identified the zsle limb was not introduced in the contralateral limb of the bifurcated component and a reintervention was necessary. In the meantime, both limbs in the iliac arteries occluded and they had to proceed with open surgery. But despite their efforts, this reintervention time resulted in patient death. The focus of this assessment is the zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-13-56-zt) placed on the ipsilateral side that occluded. Additional information regarding the event and patient outcome has been requested but is currently unavailable. Additional reports for the occluded grafts will be reported under patient identifiers: (B)(6).

Manufacturer narrative:
Additional information: a2 age, a2 dob, a3a (sex), b5, b7 correction: b2 date of death, d4 (catalog number, lot number, model, expiration date, UDI), h4 (manufacture date), d10. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided 23feb2026 and 24feb2026. A final control was not satisfying, therefore, the physicians decided to complete a post-procedure scan. It was then determined that the zenith flex with spiral-z technology aaa endovascular graft iliac leg rpn: zsle-11-56-zt was incorrectly placed beside the contralateral limb of the bifurcated graft (aaa-dist-body-inverted-leg). Open surgery repair was scheduled to explant the device (s). The zsle-13-56-zt included in the graft plan was not implanted. The patient was not prescribed any regimen of anticoagulant or antiplatelet medication before the index evar procedure. The zenith flex with spiral-z technology aaa endovascular graft iliac leg rpn: zsle-11-56-zt was incorrectly placed beside the contralateral limb of the bifurcated graft (aaa-dist-body-inverted-leg). The endoleak that occurred was a type 3a endoleak between the zsle and the bifurcated graft. Both the zsle-11-90 and zsle-20-90 were implanted, but the cook representative is still awaiting the physician's feedback to confirm which device was occluded. Activated clotting time during the procedure is unknown. The patient died before the open repair could be completed. An autopsy report will not be provided. A death certificate will not be provided. It is unknown what the physician determined to be the cause of death. Both iliac axes were occluded and there was no point in explanting as the death had occurred. The hours following the fenestrated endovascular aortic repair (fevar) and reintervention was when the patient death occurred. The zsle caused/contributed to the patient's death as it was not introduced into the contralateral limb of the bifurcated graft, but beside the contralateral limb.

Manufacturer narrative:
Correction: d6a. Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The vascular department head physician indicated that a mesentery hematoma was probably another event that occurred during the procedure that resulted in death. This was due to physician unintended action when canulating the superior mesenteric artery (sma). Further clarification is being requested regarding the event that occurred during the procedure.